Event description:
As reported by the user facility: nurse wanted to titrate levophed drip up and when pushed the up button "strange alarm sounded, all lights flashed and the pump stopped." Nurse changed pumps and therapy continued with no long term change to patient. Customer has downloaded logs. Reports alarm was 2013 on event log but 2111 in the alarm log. MFR ref # 9610825-2013-00255.